Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering insulin. The customer¿s high blood glucose value at the time of the event was 22.8 mmol/l. Customer's current blood glucose value was 19.4 mmol/l. Customer¿s other blood glucose values were 22 mmol/l. The customer alleged that the insulin pump was under delivering insulin as the insulin was not being fully absorbed by her body. The customer was treated with insulin pump for high blood glucose values. Troubleshooting was performed and the device is not expected to be returned for analysis.